Manufacturer narrative:
This product was returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
PICC line was found to be severed. We are requesting review of integrity of PICC line. No apparent patient harm.

Manufacturer narrative:
The customers' findings are confirmed. We received the sample broken into two pieces which the customer placed/fixed on a towel. The wing had been wrapped into plaster/adhesive film. The catheter broke at 12,2 cm and at 12,8 cm (2 mm distal the 13 cm-marking). Approx. 6 mm were missing. As the catheter had been placed up to 6 cm into the patient (as described by the customer) 14 cm of the remaining catheter tube had to be fixed. A microscopic examination showed typical signs for a scissors cut. The catheter had been squeezed a little at that point which is typical for a scissors cut as well. The source of the cut could not be identified. A manufacturing defect could be excluded as a source, since the products are inspected 100% prior to packaging and no similar defects were noted in the device history record. This is the first complaint for this defect mode for this product. Corrective action: no corrective action. However, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
PICC line was found to be severed. We are requesting review of integrity of PICC line.